Manufacturer narrative:
(B)(4). The serial number was not provided by the customer. Therefore the manufacturing date is not available.

Event description:
It was reported by a veterinary public health facility that an oximeter battery was depleting faster then expected. The oximeter was reading a low oxygen level while another device was reading a higher level with the same sensor. There is no report of animal death or serious injury associated with this event.